Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. The customers blood glucose (bg) level was impacted (388 mg/dl) the customer took a bolus to stabilize bg level. The customer stated to have fallen asleep on top of the pump last night and accidentally depressed the button triggering the button alarm 22. The customer was educated to keep things from pressing on the button.